Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 49 mg/dl, and the meter bg reading was 125 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer. Customer delivered a bolus based off the inaccurate cgm readings, and customer's blood glucose level dropped to 49 mg/dl. Customer addressed bg level by eating chocolate.